Event description:
A customer contacted beckman coulter inc. (Bci) regarding false sodium (na) and potassium (k) results generated by the unicel dxc 600 synchron clinical systems. Customer provided an example where the initial results were: 130mmol/l for na, and 2.9mmol/l for k. Upon repeat testing higher results were obtained for both analytes. The results were reported out of the lab. Per customer, there has been no impact to patients.

Manufacturer narrative:
The customer calibrates and runs qc every 24 hours. Qc has been erratic for na and k, but not to the level of the affect to results. The customer will start doing twice-weekly automated maintenance. A field service engineer (fse) was dispatched: the fse decontaminated the ise module, replaced parts, bleached the flow-cell, and completed ise preventive maintenance (pm). Although fse serviced the instrument and replaced parts, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.